Event description:
It was reported that during the prepping of the coronary imaging catheter, outside the pt's body, for intravascular ultrasound (ivus), the tip of the catheter broke off. The imaging catheter was being advanced (no abrupt movements were made or abnormal pressure was applied) into a bleedback control valve, when the tip became loose and snapped off. The pt's condition is reported to be "fine".